Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix in a partially extended position. An x-ray examination was performed and revealed that the helix was bent consistent with procedural damage. A helix mechanism test could not be performed due to the condition the lead was returned in. The cause of the reported event was isolated to the bent helix.